Event description:
Boston scientific was notified that during a procedure that coating of the model-transend 135-cm peeled off. Hard resistance was felt during the event. No complications with the pt as a result of this event.